Event description:
Per the surgeon's report, this patient's device was explanted in 2006 due to migration of the electrode array. He was implanted bilaterally the same day.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.